Event description:
It was reported that post-operatively to a pulsed field ablation procedure, the patient experienced a small stroke and had slight arm and leg weakness. A computerized tomography (CT) was performed and showed negative results for a stroke; however, a magnetic resonance imaging (MRI) was performed and showed two small areas present of stroke. The patient was subjected to extended hospitalization. It was later reported that the patient's symptoms resolved; however, the patient continues to use a cane due to residual leg weakness. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.